Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose levels were up to 500 mg/dl and in the range of 40 mg/dl. The current blood glucose level is 112 mg/dl. The customer reported that the insulin pump was on auto mode. The customer treated for high blood glucose with manual injections and for low blood glucose level with glucose tablets. Based on customer report customer did not allege the insulin pump was under delivering or over delivering. The customer was not wearing the insulin pump when high blood glucose event was reported and wearing the insulin pump when low blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.